Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the part of the battery oscillator device where the blade is fixed was loose, and the device was heating from the body. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device, and the reported condition that the device was heating from the body was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the turn knob was loose. Therefore, the reported condition of the part where the blade is fixed was loosened was confirmed. It was further determined that the device failed pretest for visual assessment, general condition, check the quick coupling for saw blades, and mode-switch test. It was determined that the cause for loose turn knob defect is a confirmed design error and is covered under a CAPA. Also, the cause for other found defect of cannot control/change speed is due to premature wear. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition.